Manufacturer narrative:
Investigation summary: DHR/qn review for batch 7031978 (p/n 309658): manufacturing dates: 2/18/2017 ¿ 2/19/2017. Batch size was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. There was a recorded instance of issues with the marker that caused ink rings. Batch 7031978 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: five sealed 3ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7031978 (p/n 309658). The samples were visually evaluated. All five syringes had print issues that included missing the scale markings and having ink rings of varying intensity in place of the scale. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: n/a for level a investigation. Rationale: based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the scale markings on the bd plastipak¿ 3ml syringe luer-lok¿ were blurred or non-existent making the product unusable. Found before use. No serious injury or medical intervention noted.